Event description:
It was reported to philips that the system did not boot up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that the system did not boot up, it was stuck at 00:00. Upon troubleshooting fse found that the dc power supply (dcps) on the gpdu was not operational. Additionally, the fdc and hub switch were also found to be non-functional due to the absence of power supply, confirming dcps was faulty. To resolve the issue, fse replaced dcps. The system was returned to use in good working order. The codes were updated based on the investigation outcome.